Event description:
The pump was returned for investigation. Investigation revealed that the battery cap had stripped threads and the cap did not secure tightly to the pump. Evaluation also revealed the battery cap height was above specifications. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 04/24/2014.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: evaluation revealed that the battery cap had stripped threads and the cap did not secure tightly to the pump. During testing the battery cap height was found to be above specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).